Event description:
In an article titled "kyphoplasty for the treatment of painful osteoporotic thoracolumbar burst fractures", the following events were reported: cement extravasations were seen at 4 levels. Cement entered the epidural space in 1 patient, the disk space in 2 patients, and the anterior edge tissue in 1 patient. As soon as the leakage was seen on the fluoroscope, cement injection was stopped immediately. No clinical symptoms were identified as a result of these extravasations after kyphoplasty. Reportedly, these were asymptomatic cement extravasations. It was noted that all patients tolerated the kyphoplasty well. All patients subjectively reported immediate relief of their typical fracture pain, and no patient reported worse pain at the treated levels. No additional information was reported. Note: this article originated from (B)(4), however, kyphoplasty products are not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled "kyphoplasty for the treatment of painful osteoporotic thoracolumbar burst fractures", by minfeng gan, md; huilin yang, md, phd; feng zhou, md, phd; jun zou, md; genlin wang, md, phd; xin mei, md; zhonglai qian, md; liang chen, md, phd. Method - device not returned; followed-up with author.